Manufacturer narrative:
The technician replaced brake hex rod and sims screw to resolve the issue.

Event description:
The technician alleged that the head section brake caster was not holding. No patient impact.